Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (300-400 mg/dl). The cause for elevated bg levels was unknown. Customer delivered a bolus and reverted to an alternate pump to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.